Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that system drawer 2 was not opening. A field service engineer (fse) had replaced the drawer position sensor and latch sensor after diagnosing an unlock failure and sensor misreporting in hta, completed final hardware testing, and confirmed the customer successfully recovered the drawer and completed inventory in the application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es drawer failed to open and staff were unable to obtain medication. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.